Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - visibility/palapbility: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: d.4, d.9, h.3, h.6.

Event description:
Healthcare professional reported "patient has had problems". Later healthcare professional reported "nipple sparing mastectomy, very little mobility and deformity present". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "patient has had problems". Later healthcare professional reported "nipple sparing mastectomy, very little mobility and deformity present". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted.